Manufacturer narrative:
The alleged event could not be duplicated. The jazzy passport passed stability testing in 2017.

Event description:
Provider alleges consumer tipped over backwards on a driveway.

Manufacturer narrative:
The device has not been made available for evaluation as of yet. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer tipped over backwards on a driveway.